Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported leaking from a vertical crack on female luer during infusion. There was no patient harm or medical intervention reported. Although requested, no additional patient or event details were provided by the customer.